Event description:
It was reported that an interlink extension set with control-a-flo regulator was not delivering fluid at the rate it was intended. When the regulator was set at a rate of 50 ml/hr it would drip at 50 ml/hr. However, when the regulator was set to 10 ml/hour it would drip at 20 ml per hour. This occurred during patient infusion of a non-baxter drug. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.